Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an abdominosacral colpopexy and anterior colporrhaphy on (B)(6) 2006 where mesh 2x were implanted. It was reported that the patient experienced a pelvic relaxation procedure on (B)(6) 2013. It was reported that she underwent a right laparoscopic nephrectomy for her right kidney and ureterovaginal fistula. The patient reportable underwent surgery on (B)(6) 2018 an exploratory laparotomy, abdominal excision of mesh, upper vaginectomy with excision of fistulous tract bilateral salpingoophorectomy and lysis of adhesions. It was reported that the patient experienced a pelvic abscess and infection, loss of her right kidney, chronic fistula, infection with malaise and weakness and vaginal discharge. It was reported that the mesh was removed during the surgery on (B)(6) 2018. No additional information was provided.